Manufacturer narrative:
Continuation of concomitant products: 429688 lead, implanted: (B)(6) 2012; 5076 lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had occasional r wave undersensing. The lead is still in use. No patient complications have been reported as a result of this event.